Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil protrusion occurred. A 12mm x 40cm interlock¿-35 was selected and advanced to embolize the moderately tortuous left iliac. The physician advanced the coil in a non bsc 038 catheter using intermittent flush. While deploying the coil, it became stuck in the catheter. The catheter was flushed and maneuvered and the coil was able to be deployed. However, it was noted that the end of the coil did not take shape; it remained straight after deployment and a small portion extended outside of the treatment area. Nothing further was done with this coil; however, another coil was implanted to complete the procedure. No patient complications were reported and the patient status is good.